Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. No medical intervention was reported. Additional event or patient information is not available no product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred.